Manufacturer narrative:
It was reported a revision surgery was performed to remove 9mm journey poly. The associated complaint device was not returned for evaluation. Thus the product analysis could not be performed. It was communicated that the branch could not provide the product information. As device information was not made available, device history record and complaint history review cannot be completed. A relationship, if any, between the device and the reported incident could not be corroborated. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported a revision surgery, performed to remove 9mm journey poly.